Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed evidence of call service 054-0001 alarms. The pump was powered on and a cs054-0001 alarm occurred shortly after boot up. The pump software was reloaded into the pump and the pump powered on and was exercised for 24 hours without alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that corrupted pump software resulting in multiple call service alarms. This report is made based on the results of evaluation.